Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, d10, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: device failed the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the red screen issue was confirmed, due to a faulty ccd (charged coupled device). The device was a puncture on the cable, and the device failed the leak test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device was displaying half the screen as red. The issue was identified during device inspection. There were no reports of patient involvement.